Event description:
(B)(4). No medical conditions or medications prior to this implant. I was healthy, active, at an ideal weight, and athletic. My bladder prolapsed in (B)(6) 2010 while I was out running. I had also had some light sui (stress urinary incontinence) after having 4 children. Urologist said a mesh bladder repair and sui sling was my only option. Did not warn me of possible risks, other than the normal risks that every surgery carries. Within weeks of implant, I was having severe pain vaginally and urethrally. Surgeon did surgery #2, exploratory surgery, but said the mesh sling looked "fine." By 3 months post-op, I was on narcotic pain meds, could not sit, walk, stand, or touch my legs together. I had to self-catheterize as I could not pee on my own. By 4 months post-implant, I was bedridden and becoming weaker by the day. 5 months post-implant, a different urogynecologist removed my mesh sling in surgery #3. Urethra pain disappeared. However, mesh had caused my pelvic muscles to go into spasm, and had caused vaginal nerve damage. I then went to pain management, and was put on a regimen of oxycontin, oxycodone, lyrica, nortriptyline, lorazepam, and tizanidine. I had never before been on any medications. These meds made the vaginal pain slightly more tolerable. I then had weekly hypogastric and ganglion impar nerve blocks, and started daily pelvic floor physical therapy. Pt said my pelvic muscles were in a tight spasm/charlie horse, which is extremely painful. Also said the tightest point was where the mesh attachment point had been. Six months of pt and nerve blocks, vaginal muscles finally relaxed. Still had vaginal burning on one side, diagnosed as a vulvar neuroma, caused by mesh damaging pelvic nerves. Had a vulvectomy/surgical vulvar removal, surgery #4, 1 year post-implant by a gynecologic surgeon, who also found and removed my inflamed bartholin gland and a cyst. Vaginal pain improved, but still was enough that I had to take meds and could not sit. Went back to physical therapy. One year and 3 months post implant, I had surgery #5 to remove granulation tissue that had grown through the incision from surgery #4. I started reducing my pain meds, going through severe withdrawal with each drawdown on my dosages. But I was determined to be on as little medication as possible. I still had vaginal pain strong enough that I could not sit or have sex, and had to be on medications for pain. I was then diagnosed with pelvic congestion syndrome (vulvar varicose veins), again right at the site of the neuroma and nerve damage caused by the pelvic mesh. I had surgery #6 to try to remove these veins 2 years post-implant. And surgery #7 to try again to remove these veins at 2-1/2 years post-implant. Now, I still have pelvic congestion, and vaginal nerve damage. I am nearly 5 years post implant. I cannot sit. I cannot have sex. I live in chronic pelvic pain - there is nothing more they can do for me at this point. I have not been able to return to my job as a nursing home cna since my implant on (B)(6) 2010, which has caused huge financial problems for my husband and our four children (2 in high school, 2 in college). In addition, I still must go to pain management every month, and the medications I am on, while much less than before, cost us about (B)(6) a month out of pocket. Boston scientific lynx sui sling has ruined my formerly healthy, happy life. I was only (B)(6)!!! I was never warned that these severe complications could arise. And now, to top it off, I am starting to show signs and symptoms of autoimmune disease (raynaud's syndrome and possibly lupus). Foreign body implants, especially those with polypropylene or pet/polyethylene fibers, like mesh and essure implants, are known to cause autoimmune disease. Again, not something I was ever warned about by the manufacturer or the implanting doctor. Polypropylene mesh is an absolute disaster. An erosion rate of greater than 15% is just not acceptable. Erosion means the mesh basically wears/cuts through your nerves, tissue and organs - I cannot even explain how excruciating it is to have mesh erode through your urethra and vagina. It is unspeakable pain. I will now likely live in permanent severe vaginal pain, have to be on pain management meds my whole life, and never sit or have sex again. I was (B)(6) and extremely healthy and fit. I am now (B)(6) and disabled by this sui sling.